Event description:
It was reported that during an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. During insertion of the sheath, while aspiration was performed, multiple air bubbles were noticed, which was believed to have been caused by the valve not closing enough. Additionally, it was reported that the patient experienced air embolism. A farawave catheter was inserted into the sheath at the time of aspiration. Sheath exchange preceded the air embolism. The sheath was replaced with another faradrive. It was further confirmed that air was seen in the sheath shaft and aspiration syringe. The air was seen at the point the farwave was inserted into the faradrive sheath, sheath located in the left atrium, and aspirated. No air embolism occurred to patient and no neurologic or cardiac complications occurred contrary to what was previously reported. The catheter had been inserted into the patient only once during the procedure. The patient was under general anesthesia. The patient did not require medication or hospitalization.

Manufacturer narrative:
B1: adverse event/product problem- updated. B2: outcomes attrib to adv event- updated. B5: describe event or problem- updated. E1: initial reporter first name- updated. H1: type of reportable event- updated. H6: patient codes, impact codes- updated.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information received, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. During insertion of the sheath, while aspiration was performed, multiple air bubbles were noticed, which was believed to have been caused by the valve not closing enough. Additionally, it was reported that the patient experienced air embolism. A farawave catheter was inserted into the sheath at the time of aspiration. Sheath exchange preceded the air embolism. The sheath was replaced with another faradrive. No further information on patient or procedure status was noted.